Manufacturer narrative:
The device rosa one bs16001 is not FDA approved, but it is similar to the device rosa brain 3.0, classified haw - k151359. The pointer probe from device bs16001 has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
It was reported that during scheduled maintenance the pointer probe failed three times the accuracy test.

Manufacturer narrative:
The pointer probe mt-02-157 s16046 was returned to the manufacturing site for investigation purpose. It was found out of calibration but the root cause cannot be determined. The pointer probe has been re-calibrated and re-installed into the customer site.